Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight at 52,330 joules. Also, it was reported that the fiber cap detached inside of the pt. And it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation .